Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat atrial functional mitral regurgitation (mr) with a grade of 4+ on a patient with a history of heart failure due to ischemic cardiomyopathy (icm), with low ejection fraction (ef). The first clip, a mitraclip xtw (50828a1127) was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw (50828a1128) was inserted, and grasping was performed. However, a tear was observed in the center of the posterior mitral leaflet (pml). Therefore, another grasping attempt was made, enveloping the tear, and the clip was deployed. It was noted that the clip was attached to both leaflets. No additional clips were implanted, and the procedure was discontinued. The mr was reduced to a grade of 3-4. The patient was then transferred out of the operating room and placed on inotropic support. The patient could not maintain hemodynamic stability without support, and the surgical risk was too high to pursue further intervention. The patient required hospitalization. The patient also appeared to be experiencing significant discomfort. The patient was then placed on palliative care. On (B)(6) 2026, the patient died. . It was noted that the patient had been in progressive decline since the procedure. In the physician's opinion, the cause of death was due to the clip. The documented cause of death was due to heart failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat atrial functional mitral regurgitation (mr) with a grade of 4+ on a patient with a history of heart failure due to ischemic cardiomyopathy (icm), with low ejection fraction (ef). The first clip, a mitraclip xtw (50828a1127) was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xtw (50828a1128) was inserted, and grasping was performed. However, a tear was observed in the center of the posterior mitral leaflet (pml). Therefore, another grasping attempt was made, enveloping the tear, and the clip was deployed. It was noted that the clip was attached to both leaflets. No additional clips were implanted, and the procedure was discontinued. The mr was reduced to a grade of 3-4. The patient was then transferred out of the operating room and placed on inotropic support. The patient could not maintain hemodynamic stability without support, and the surgical risk was too high to pursue further intervention. The patient required hospitalization. The patient also appeared to be experiencing significant discomfort. The patient was then placed on palliative care. On (B)(6) 2026, the patient died. It was noted that the patient had been in progressive decline since the procedure. In the physician's opinion, the cause of death was due to the clip. The documented cause of death was due to heart failure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported death was due to the reported heart failure. The reported heart failure was due to patient condition (inability to stabilize hemodynamics, and mr related to the tear). The cause of the reported tissue injury and pain were unable to be determined. The reported patient effects of death, heart failure, tissue injury, and pain, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and medication required were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.